Event description:
The lay user/patient contacted lifescan alleging that the product was reading inaccurately high with control solution. The patient reported a control solution test result of "126 mg/dl" with a control solution range of "94-125 mg/dl." The customer care advocate walked the lay user through a control solution test with a new vial of test strips and the results fell within the specified control solution range. There was no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject test strips for evaluation, but has not yet received it. If the test strips are returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.